Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the vibration setting on the pump did not work. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.